Event description:
It was reported that a patient underwent a robotic supracervical hysterectomy on (B)(6) 2012. During the procedure, the surgeon moved the morcellator from one port to another and stepped away from the robot. It was reported that there was no visualization. The physician morcellated without visualization and morcellated a small portion of the small bowel. The patient was converted to an open procedure for a small bowel resection. The case was completed and there were no patient complications reported after the resection. The patient recovered without incident. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: user error caused the event. The attending physician morcellated without visualization. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.